Event description:
It was reported that the patient experienced loss of stimulation/therapeutic effect with less than 50% therapy relief. The patient reported to her healthcare provider's (hcp) office the previous week but she was unable to be helped with reprogramming. The patient asked to have her system explanted and her hcp scheduled her for her requested complete system explant. There was no patient injury or adverse event.

Manufacturer narrative:
Product ID, 3888-56 lot# v154225, implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3888-45 lot# v154338, implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 37082-20 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
Analysis of the ins revealed no anomalies. Analysis of the anchor revealed the product was "segmented." Analysis of the extension revealed the product was "cut through, segmented." Analysis of the lead (lot # v154338) revealed the following: the lead was "broken (overstress/damage)." Analysis of the remaining two leads revealed the products were "cut through, segmented."